Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included burning micturition, anal atypical squamous cells of undetermined significance and low grade squamous intraepithelial lesion. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel allergy") and complication of device removal ("the coils could not be removed without removing part of the tubes"). The patient was treated with surgery ((B)(6) 2017 - hysterectomy with bilateral salpingectomy - hysteroscopic removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, allergy to metals and complication of device removal outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, complication of device removal, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: sought treatment for her symptoms. Essure implant date also reported as (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. Case updated to incident. New reporters added. Plaintiff demographics and concurrent condition added. Essure implant date updated to (B)(6) 2009. New events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, nickel allergy and the coils could not be removed without removing part of the tubes were added. Pain was recovered after 2 months of removal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.